Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified that the blue fiber optic portion was damaged by customer. To fix the issue, the fse replaced the blue fiber optic portion and performed full functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specification, was released to the customer , and cleared for clinical service.

Event description:
It was reported that the fiber optic port on the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement or adverse event reported.